Event description:
It was reported that the surgeon performed a mini thoracotomy. He stapled with the device and reloaded it three times. After the forth firing he noticed a bleeding from the staple line and did a thoracotomy. There was 450cc blood loss. The case was completed with another stapler.